Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during this initial implant procedure this right ventricular (rv) lead exhibited pace impedance measurements of greater than 1,800 ohms. The rv lead helix was unable to be retracted when the physician was attempting to reposition the lead. A different rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during this initial implant procedure this right ventricular (rv) lead exhibited pace impedance measurements of greater than 1,800 ohms. The rv lead helix was unable to be retracted when the physician was attempting to reposition the lead. A different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.